Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer's mother stated that she had changed the infusion set, reservoir and insulin, but this did not resolve the issue. She also reported that the insulin pump alarmed failed battery test, which recurred after a battery replacement. She stated that there had been several occurrences of her needing to change the infusion set out due to the no delivery alarms. The blood glucose reading was over 600 mg/dl, which the customer treated with manual injections. The customer experienced sickness, nausea, fatigue, and ketones. Upon troubleshooting, the insulin pump passed the high pressure test. No bent infusion set cannula nor occlusions were found. The customer's mother requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. All operating currents are within specification. There was off no power alarm functions properly. There was no unexpected no delivery alarm or failed battery test alarm noted. There was no battery icon anomaly noted. The unit had minor scratched display window, cracked battery tube threads, reservoir tube, reservoir tube lip and missing end cap sticker.